Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.0-9.5cm from the distal end of the svc shock coil, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 8.0-9.2cm, 11.0-11.5cm, and 11.0-12.6cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
New information received notes that the capped portion of the lead was later explanted due to an unrelated infection.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the asymptomatic patient presented in operating room for change out due to normal eri. Externalized conductors on lead were discovered via fluoroscopy. Increased low voltage impedance and capture threshold were noted. Lead was capped and replaced. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.